Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: feb 18, 2022 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was implanted with an intraocular lens (iol) and was satisfied with it and stated they got a better view, complained of having difficulty seeing. The patient indicated that it has been difficult to see far and near and has been having visual disturbances issues since around (B)(6) 2021. The doctor suggested exchanging the iol to a monofocal lens; therefore, the lens was explanted and replaced with a different model (zcb00v). After the lens exchange, no complaint has been reported. The doctor noted that the patient might have been worried due to being sensitive. No further information ws provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. Email: unknown/not provided. (B)(6). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.